Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3389-40, lot # j0124818v, implanted: (B)(6) 2002, product type lead; product ID 3389-40, lot # j0204729v, product type lead; product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type implantable neurostimulator. (B)(4).

Event description:
The healthcare provider reported the patient had the left extension and both implantable neurostimulators (ins) replaced approximately two months ago. There were concerns with impedances and one of the inss had reached the elective replacement indicator (eri). It was decided to replace the other ins at the same time. There were no patient symptoms reported and the patient outcome was unknown. The indication for therapy was movement disorders and parkinsons dual. If additional information is received, a follow up report will be sent.